Manufacturer narrative:
Date of report: november 14, 2007.

Event description:
According to the reporter: the black tip on the end of the endo mini retract fell off into cavity during the surgery. The tip was retrieved without patient injury. Lap nissen was the procedure.